Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient reported hearing tones emitted from the device. The patient's device was checked in clinic, where it was confirmed to have declared elective replacement indicator (eri) due to an extended charge time.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. The device remains in service at this time, and a replacement procedure has been scheduled. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Subsequently, the device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, the device was subjected to a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device passed all tests and functioned normally. An engineering level longevity calculation determined that the device met labeled longevity expectations. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.